Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had several errors and would not boot up. There was no patient injury or death reported.